Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they went to (B)(6) and since then have had tightening in the back of their neck as of about 3 weeks prior to date notified. It was stated that it felt like they had a clamp on the back of their neck, so they decreased stimulation on both sides "2 points" and got a good nights sleep as a result. The patient then increased stimulation to "a point" and when they returned back home they increased it another "point." An inquiry was also made about altitude affecting the implant. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. When inquired about the circumstance that led to the tightness in the patient's neck, it was stated that the patient did not know. However, it was also stated that the patient went from an altitude of approximately (B)(6) feet to (B)(6) feet while driving for approximately 6 hours. It was also stated that reducing the settings by 0.2 volts on both sides, taking a warm shower, a massage, taking 2 advil, got a new pillow, watching tv, and sleeping resolved the issue. The patient also reported that he was able to turn the "xfer" up by 0.1 on both sides without any problems.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.